Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient observed a warning on their controller that the ipg was near the end of its life. The patient declined to take intervention at this time. Patient information and device information is not available now as the patient declined to provide further information.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. This is the error which was previously reported.

Manufacturer narrative:
Report type was selected as "serious injury" in previous reports and has been selected as "malfunction". The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
Additional information was received following analysis that the ipg likely reached end of life following the elective replacement indicator (eri) triggering.